Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional indicated that the pump was refilled as scheduled on (B)(6) 2017. ¿pump said it was running and since she was set for a replacement on (B)(6), nothing else was done¿. The cause of the reset was not determined. (B)(6). The pump was removed and replaced, the new pump was placed on (B)(6) 2017, to the best of the health care professional knowledge, the explanted pump was returned to the manufacturer

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was seen on the day prior to this report date and elective replacement indicator was 15 months. It was confirmed that the pump was on the battery performance list. No further complications were anticipated/reported

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown d rug with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported alarm heard/confirmed by telemetry. It was noted a critical alarm occurred and was noted that reset occurred. No symptoms were reported. Event date was (B)(6) 2017. It was reported that patient was scheduled for pump replacement (B)(6), but manufacturer was contacted about the pump alarm and reset. Healthcare professional may try to update the infusion dose despite it would likely reset again. No further complications were reported/anticipated.